Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws were very stiff and the surgeon unable to control the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable derailed at the clamping pulley after the housing was removed. The cable groves on the pulley exhibited a white residue. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.